Event description:
The initial reporter alleged a discrepant positive anti-hcv g2 elecsys cobas e 100 result for one patient sample tested on a cobas 6000 core unit 150 (cn version) analyzer. On (B)(6) 2024, the first blood draw was tested using multiple methods. The maccura assay generated a weakly positive result of 1.12, while the mindary assay generated a negative result of 0.96. A second blood draw was subsequently tested. The maccura assay generated a weakly positive result of 1.27, the mindary assay generated a negative result of 0.86, and the abbott assay generated a negative result of 0.79. The anti-hcv g2 elecsys cobas e 100 assay generated a positive result of 21.58 cut-off index (coi). Additional testing of the same sample on a cobas e 601 analyzer at another hospital produced a result of 24.76 coi, and testing on a cobas e 801 analyzer produced a result of 27.5 coi. Hcv rna testing was negative. The customer did not report the results as positive, as confirmation testing was not performed.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. A review of the data indicated that the reagent lot was within its expiration date, but no recent calibration or quality control testing had been performed at the customer site. Testing of the same sample on other cobas analyzers produced consistent positive results. The customer acknowledged the consistency of the results and considered the sample to be positive. Single false positive results are covered by the assay's specificity claim. Results are only rated as positive after duplicate retesting and confirmation testing. A general reagent issue was excluded, and no product malfunction was identified.